Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a kinked catheter is confirmed; however, the exact cause is unknown. One radiographic image of a section of a patient¿s torso and arm was returned for evaluation. An initial visual observation of the image showed what appears to be a catheter within the patient¿s arm extending into the upper chest along with other lines on or within the patient¿s chest. The catheter appeared to be bent and/or curved within the patient¿s arm. While it can be seen from the returned image the catheter is bent and/or curved, the cause of this bending/curving of the catheter is unknown. Possible contributing factors of a bent/kinked catheter include catheter placement, positioning, securement, maintenance, and access techniques as well as patient anatomy. The product IFU states: ¿avoid placement or securement of the catheter where kinking may occur, to minimize stress on the catheter, patency problems or patient discomfort.¿ a lot history review (lhr) of redx1890 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported: "bedside rn stated PICC unable to flush. Cxr showed kink in arm. PICC would not flush until tugged downward on lumen, while saline flush attached, to pull out kink in arm."

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of redx1890 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported: "bedside rn stated PICC unable to flush. Cxr showed kink in arm. PICC would not flush until tugged downward on lumen, while saline flush attached, to pull out kink in arm."